Event description:
Tap it was reported that 239 days after implantation of a 2.75x20 mm taxus express2 drug eluting stent, an instent restenosis occurred. During the initial procedue, two tandem target lesions were located int he proximal left circumflex artery. A pre-intervention stenosis of 99% and 100% was reported for the lesions. After the proximal left circumflex was balloon dilated, a 2.75x20 mm taxus stent was deployed in the lesions. Post-intervention stenosis for the lesions was reported as none. No information was reported concerning the calcification or the tortuosity nitroglycerin during the procedure. Patient complications were reported as none. The patient presented 239 days after the initial procedure with recurrent angina for one month and in-stent restenosis in the proximal left circumflex artery. A pre-intervention restenosis of 75% was reported. After balloon dilation, a 2.75x20 mm taxus stent was deployed in the proximal section of the left circumflex artery lesion. A post-intervention timi grade 3 flow was reported. No information was reported concerning patient complications or status.